Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on (B)(6) 2025. It was reported that the patient was admitted to the hospital on (B)(6) 2025 due to worsening dyspnea upon exertion and right ventricular failure, as well as high oxygen requirements. It was also communicated that the patient had been receiving intermittent alarms from one of their remunity systems and all troubleshooting efforts were unsuccessful. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. A correlation between the patient's symptoms and the reported alarms could not be confirmed.